Event description:
Red discoloration on the left side of pack when opened.

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 4/6/2023 reporting red discoloration on the left side of pack when opened. The sample was not available to be returned to deroyal for evaluation. The true root cause and source of the red discoloration inside the tray was undetermined. There are areas which could have contributed to red discoloration being found within the procedure pack: possible that it was a dye discoloration from one of the components inside the tray. In response to this complaint a quality memo was issued to all assemblers to be aware of the potential of components to have dye discoloration. There have been no other complaints reported for this type of issue. Production records were reviewed, and no issues were found. An inventory check of the red needle counter was made by deroyal, a total of 25 of the 25-0403ns-t was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.